Event description:
Initial report received from a physician via company sales representative on 28-may-2006, received by uspv on 30-may-2007: this spontaneous case involves patient who was treated with injectable poly-l-lactic acid (sculptra) and experienced an adverse event (not otherwise specified). No further information was provided. Additional information obtained from the reporting physician on 04-jun-2007 upgrades this case to serious: a female patient (who is also a nurse) was treated with infectable poly-l-lactic acid (sculptra) on both sides of the face for a cosmetic indication on 15-aug-2005. Half the face was injected by trainer, and the other half was injected by the reporter. Concomitant medications included conjugated estrogens (premarin) and vitamins. Medical history included asthma and mild congestive heart failure. Three months later, the patient developed deep nodules all over the face. A lower lid blepharoplasty was performed, removing 10 nodules from each eye, which decreased the number of nodules but not completely. Patient was not hospitalized for the procedure. The physician also provided treatment with steroid injections and ultrasound. The physician reported that at the time of report, the patient's reaction is ongoing, but "at bay" and does not seem to be getting any worse. Lot number and expiration date were not provided. No further information was provided. Additional information for sculptra (lot number and expiration date unknown) from product technical complaint report dated 05-jun-2007, received by uspv on 08-jun-2007: (brr) batch record review without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.

Manufacturer narrative:
Initial report received from a physician (md) via company sales representative on 28 may, 2006, received by uspv on 30 may, 2007: this spontaneous case involves patient (pt) who was treated with injectable poly-l-lactic acid (sculptra) & experienced and adverse event (not otherwise specified). No further information was provided. Additional information obtained from the reporting physician on 04jun07 upgrades this case to serious: a female pt (who is also a nurse) was treated with injectable sculptra on both sides of the face for a cosmetic indication on 15 august, 2005. Half the face was injected by trainer and the other half was injected by the reporter. Concomitant meds included conjugated estrogens & vitamins. Medical history included asthma & mild congestive heart failure. Three months later, the patient developed deep nodules all over the face. A lower lid blepharoplasty was performed removing 10 nodules from each eye, which decreased the number of nodules but not completely. Pt was not hospitalized for the procedure. The md also provided treatment with steroid injections & ultrasound. The md reported that at the time of report, the pt's reaction is ongoing, but "at bay" & does not seem to be getting any worse. Lot number and expiration date were not provided. No further information was provided. Additional information for sculptra (lot number and expiration date unknown) from product technical complaint report date 05-jun-2007, received by uspv on 08-jun-2007: (brr) batch record review without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report & of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related.